Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that an ip2p kit containing cc1.p1 and the ip2 introducer have bolt insertion issues that resulted to cerebrospinal fluid (csf) leaking through the scalp (between the scalp and base of the bolt). Per customer, this suggests the drill may have ¿rattled¿ a bit during the drilling creating an uneven hole. Delay in surgery is unknown. Additional information has been requested.

Manufacturer narrative:
The kit containing cc1.p1 and the ip2 introducer was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. Without actual device to investigate, the complaint is considered ¿unverifiable¿. The root cause is most likely linked to the drilling technique. A review of integra complaint tracking database for ref ip2p and introducer ip2 since 2017 revealed no similar complaint reporting csf leak (basis of over 7,872 products shipped). Such complication is already included in the risk file. No further investigation nor corrective action is deemed required for these devices marketed since 1998.

Event description:
N/a.